Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacture reference number (B)(4). It was reported that the patient will have the scs system explanted. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received patient had the system explanted due to ineffective stimulation.

Event description:
Patient will undergo system explant due to ineffective stimulation